Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump touchscreen arrived cracked after shipping to the patient, rendering the device no longer watertight and requiring replacement. Symptoms included no reported adverse clinical effects. Outcomes included the patient being advised to discontinue use of the damaged device, consider backup therapy, and continue cgm with the dexcom app or receiver. Investigation included customer service assessment, verification of device identifiers and logistics, and instructions to shut down the device to prevent further alerts. Investigation of this device revealed physical damage to the touchscreen component consistent with shipping-related impact, with functional status undetermined and data not transferable to the replacement device. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to handling during transport.